Event description:
It was reported that a patient presented with abdominal pain. While the doctor was performing an angiogram, the doctor noticed that a filter was perforating the vena cava and one of the legs was close to the duodenum. It is not known when or where the filter was implanted. At the time of the report, the physician reported that there is no patient injury.

Manufacturer narrative:
The device history records could not be reviewed as the lot number is unknown. The sample was not returned for evaluation. Based on the information submitted, the results of the investigation are inconclusive and the root cause is unknown. Current IFU information on potential complications: perforation of the vena cava wall by the legs of the filter.